Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating devices were not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimension to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair on left shoulder, the needle made contact with the acromion and broke-off. The broken piece was not retrieved, the case was completed. Follow-up investigation: approximately 10 passes were performed with the needle. Per sales rep, it appeared that the scorpion jaws were securely clamped on the tissue during suture passing. It is unknown if the needle was fired prior to surgery. Another scorpion needle was opened to complete the procedure. The ar-13995n scorpion needle was being used with an ar-13999mf fastpass scorpion sl device. The lot number of the fastpass scorpion is unknown.